Event description:
Updated summary: blank display did not return with pump restart. Customer also just discovered a crack on the back of the pump. Customer stated that there was no physical damage to the retainer ring. Customer, then, reported having a low blood glucose on (B)(6) 2024. Glucagon injection was given. Paramedics were called. Troubleshooting was done for the blank display and the pump damage. Customer declined further troubleshooting for the low. It was unknown if the pump was used within 48 hours of the low. It was unknown if auto mode was used. Customer discontinued the pump. Pump was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. The customer reported blood glucose value of 29 mg/dl. The event involved product(s) mmt-332a, mmt-1880, mmt-7020la, mmt-397. Troubleshooting was performed for pump allegations. Troubleshooting was initiated for low blood glucose but declined by customer to continue the troubleshooting. No further patient complications were reported. It was expected that customer would discontinue the use of pump. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7020la. No product return is required for mmt-397.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing white display. No blank display noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Unable to upload carelink due to flashing white display. The pump was received with cracked battery tube threads and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, torn/stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. The pump was received without the original battery cap. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. No damage noted on the lcd controller. Unable to perform the history review 1 week prior to the event date 01-sep-2024 in the pump history file due to flashing white display/download anomaly. Unable to perform the functional test due to flashing white display. Unable to confirm alleged low bgs. Blank display not confirmed. Flashing white display was confirmed. Unable to download confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.